Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that she was having trouble connecting the belt to the monitor. Hospital staff had disconnected her belt and she could not get it back together. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent connector pins) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent in a swirl pattern. The electrode belt connector pins would not successfully mate with the connector. The root cause of bent pins cannot be positively identified, but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.